Event description:
It was reported that the patient presented for a scheduled repositioning of the left ventricular lead because it exhibited loss of capture. A fluoroscopy revealed that the lead had dislodged. The lead was successfully repositioned

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.